Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle bent & breaks off during use npe. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, needle bent, needle breaks off during use npe) , was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: customer returned two (2) used 31g x 5mm bd pen needles without a cover, tear drop label, or inner shield attached. Consumer reported needle(s) bent and rear cannula end is broken + gets stuck. Both returned pen needles were examined, and it was observed that the non-patient end (npe) cannula was bent on both samples. No evidence of manufacturing defect was observed. Since the samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannulas is user error when attaching the pen needle to a pen injector. Unable to perform a DHR review due to an unknown lot number for needle bent & breaks off during use npe. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time (B)(4).

Event description:
It was reported that 2 unspecified bd¿ devices had broken cannulas during use. The following was reported by the initial reporter: "it was reported that the "needle(s) bent, rear cannula end is broken and it gets stuck verbatim: "needle(s) bent, rear cannula end is broken + gets stuck".